Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012913514 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array segment, the nitinol wire was observed to be bent in the distal arm transition. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the loop catheter failed the returned product inspection due to the bent nitinol wire in the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, a competitor guidewire lost its j-tip shape and the tip nose of the catheter appeared to bent. To remove the guidewire, both the catheter and guidewire was removed from the body. Once the guidewire was replaced, the catheter was reinserted at the same puncture site. When the electrode array was being captured into the device, electrode 1 was bent and could not be captured. The catheter became more deformed after several captures. The catheter was replaced. The case was completed. No patient complications have been reported as a result of this event.